Event description:
It was reported the xenon lamp image was particularly dark and difficult to discern when using narrow band imaging (nbi). The observation was disturbed. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the lamp failed due to an accidental failure but the abnormality leading to the failure could not be established. Olympus will continue to monitor field performance for this device.